Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin irritation and allergic reaction at the pod site, characterized by excessive itching and redness, while wearing the pod for approximately 25 to 36 hours. The patient reported previously consulting the local hospital's dermatology department and was advised replacing pods every two days due to recurrent skin irritation. On (B)(6) 2026, the patient visited their physician and received a consultation lasting approximately 10 minutes and was diagnosed with skin irritation associated with an adhesive allergy. As treatment, the patient was reportedly prescribed terbinafine 250mg tablets for a two-week course and tramcinolone cortisone (2 gram) get. The patient continued insulin therapy by applying a new pod.